Event description:
A home patient (hp) contacted baxter's technical service center reporting the heater bag was leaking at the connection to the cassette during the last fill. The homechoice (hc) was alarming and the hp turned the hc off and disconnected. The technical service representative (tsr) asked if the connection was leaking in prime and the hp stated no. The tsr asked if there was any damage to the bag or the line and the hp stated no, the leak was at the connection. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a leak. Received one actual sample in reference to leak. The complaint could not be confirmed in the lab. The lot number is unknown therefore a batch review was not performed. There was not enough data available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). The sample was received and is in the process of being evaluated. A follow-up MDR will be submitted upon the completion of the evaluation or if any additional information is obtained.